Manufacturer narrative:
Additional information b7. Atrial fibrillation, covid-19, hypertension, mitral insufficiency, tricuspid insufficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient had a concomitant surgical procedure of mitral valve repair and tricuspid valve repair through sternotomy. During the procedure a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a cardioblate generator were used. The left atrial appendage was amputated/excised and oversewn. The left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were not successfully achieved. The surgeon attempted to preform conduction block testing but was not able to do so as the patient was still in atrial fibrillation. The patient experienced edema and a 17 pound weight increase from baseline, additional furosemide given. The adverse event was deemed by the site as unlikely related to the study procedure, the concomitant procedure and the study devices. The rationale for relating the concomitant procedure was likely due to the longer operation because of two halves. The rationale for relating to the study devices was due to a longer run cardiopulmonary bypass due to the two halves surgery. The patient outcome status is recovering/resolving.

Manufacturer narrative:
Medtronic received additional information that on the (B)(6) 2023 the patient outcome status was recovered/resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information d4.2 expiration date, d4.3 serial#, d4.5 unique identifier (UDI)# and h2.4 device mfg date: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5. The patient had a concomitant surgical procedure of mitral valve repair and tricuspid valve repair through sternotomy. During the same procedure on the ((B)(6)2023) a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a valleylab ft10 generator were used. The left atrial appendage was amputated/excised and oversewn. The left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were not successfully achieved. The surgeon attempted to preform conduction block testing but was not able to do so as the patient was still in atrial fibrillation. On the ((B)(6) 2023) the patient experienced edema and a 17 pound weight increase from baseline, additional furosemide given. The adverse event was deemed by the site as unlikely related to the cryoflex probe, cardioblate lp clamp, study procedure, and the c oncomitant procedure. The rationale for relating the concomitant procedure was likely due to the longer operation because of two halves. The rationale for relating to the study devices was due to a longer run cardiopulmonary bypass due to the two halves surgery. The patient outcome status is recovering/resolving. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.